Event description:
Wound dressings were found to be contaminated. These dressings were being used on our patients ongoing until the discovery of possible contamination due to spots found on dressing in sealed package. Sent to lab to find out if spots were growing anything. Found paecilomyces. When we learned of possible contamination, we pulled all products from all patient care areas and notified manufacturer. Rch checked patients back six months and did not find any that tested for paecilomyces. Therefore, no patient harm found.